Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use, the nurse found the device leaking from the volume-limiting syringe when flushing the tubing. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. Upon evaluation of partial sample received, a defect on tear elbow on the syringe of the product which resulted in leakage was observed.the damaged elbow is likely caused by excessive bending of the restricted syringe during product application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.